Event description:
An endurant abdominal stent graft system was inserted in a patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. The neck measures 28 mm in diameter at the renal arteries and 21 mm in diameter, just proximal to the aneurysm. The right and left iliac arteries measure 10 mm and 11 mm respectively. The right and left external iliac arteries measure 6-10 mm in diameter and 6-8 mm in diameter respectively. The iliac arteries were reported to be severely calcified and tortuous. It was reported that the physician had difficulty reaching the aneurysm and that the graft cover had become damaged during the course of the procedure. Because of the extensive calcium in the external iliac artery the physician did not choose to put the device through a sheath. The physician first ballooned the common and external iliac artery with an 8 mm balloon and then tried the device. The device was inserted and progressed to the mid common iliac artery. The device was then removed and a 14fr dilator was advanced to try to free up the iliac in the pelvis. Due to the extensive calcium and tortuosity in the common iliac artery the stiff wire was not straightening the vessel. A second "buddy wire" was advanced. The device was then tried again without success. The physician observed that a lip was pulled up on the leading edge of the graft cover and the shaft was accordioned. After many attempts the physician elected to remove the delivery system and try again with a new one. It was reported that the second delivery system was positioned with some difficulty, and the procedure was completed successfully. The patient tolerated the procedure well and will continue to be monitored by their physician. No clinical sequelae were reported, and the patient is fine. A review of returned images pre-implant showed very tortuous and calcified iliacs; bilaterally.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: inherent risk of procedure (kink). Patient's condition affected effectiveness of device (anatomy related; vessel morphology) conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology).